Manufacturer narrative:
During pump evaluation on january 27th, 2022, pump battery depleted as intended. With the inclusion of the additional information received, it was confirmed that pump functioned as intended. This event does not meet MDR requirements as defined by 21 cfr 803.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly. The customer¿s blood glucose was 167 mg/dl. No additional patient or event information was available.